Manufacturer narrative:
H3 other text: device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from the patient alleging that the patient has nose irritation; dizziness and/or headache hypersensitivity; kidney disease/toxicity; liver disease/toxicity. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Additional information received and box h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging of nose irritation, dizziness, headache, hypersensitivity, kidney disease/toxicity and liver disease/toxicity. The manufacturer was made aware of this complaint through a representative of the customer. There was no medical intervention required by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected externally observed that evidence of sound abatement foam degradation/breakdown was observed in this device. Product investigation laboratory confirmed the presence of degraded sound abatement foam. The issue of degraded sound abatement foam is addressed by CAPA 7211. Photos attached. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. Using a known good power supply and power cord, pil tech was able to confirm the device powers on and provided airflow. Product investigation confirmed the operation of the heater plate. Product investigation laboratory is unable to directly address the symptoms outlined in the complaint. During review of the error logs, product investigation laboratory determined that the device had showed 32 errors logged. During the investigation, product investigation laboratory observed the control knob was missing. An unknown contaminant was observed on the ui panel. Product investigation laboratory observed small scratches on the right/left panels and on the bottom enclosure. Dust-like contamination was observed on the top enclosure, on and in the bottom enclosure and on the blower cap. Product investigation observed potential degraded sound abatement foam on the bottom of the blower housing and in the bottom enclosure. Product investigation laboratory confirmed the presence of degraded sound abatement foam. Product investigation laboratory observed a whitish dust-like contamination consistent with mineral deposits in the air outlet port, and throughout the water tank. A rust-colored dust-like contamination was observed on the interior on the water tank heater plate throughout the inside of the water tank. Potential hair-like particles were observed on the bottom of the heater plate and in the lower base. The manufacturer concludes there was evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. In box e: - date avail. For eval and date returned has been updated. In box h: device eval. For mfg, problem code grid, evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid has been updated.